Event description:
Baxter contacted baxter product surveillance regarding a transfer set that had the white and light blue connection broken inside (broken twist clamp). No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
The sample is available, however, baxter europe is unclear if the sample will be sent back for evaluation. If the sample is returned, evaluation results will be communicated via a follow-up MDR.